Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-12796 , 1627487-2019-12801. It was reported the patient experienced inadequate therapy. Troubleshooting was unable to resolve the issue. In turn, the ipg and extensions were explanted.